Event description:
The pt underwent revision breast reconstruction using mentor memorygel breast implants in 2008. Per a post-approval study annual follow up report, the pt was newly diagnosed with rheumatoid arthritis, fibromyalgia and shingles. The implants remain implanted.